Manufacturer narrative:
The lactosorb rapid flap that was returned is potentially biohazardous (patient tissue/blood on the post) and therefore cannot be removed from the bag. Visual evaluation was done through the bag. Visual evaluation shows that there is blood on the post as well as the post beginning to fracture near the applier. Due to the biohazardous state of the implant it could not be removed from the bag for further inspection and functional testing. Manipulation of the product through the bag it was found that the outer plate would not thread along the post and that the outer plate would freely move along the post with minimal force; therefore the complaint is confirmed. The most likely cause of this complaint cannot be determined due to the biohazardous condition of the rapid flap. There are no indications of a manufacturing defect.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. A photograph of the clamp was provided, however the reported issue cannot be confirmed via photograph as this is a functional complaint. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during an encephaloduroarteriosynangiosis (edas) procedure, while securing the cranial bone the outer plate did not thread down the post. The clamp was removed and replaced with another clamp. The procedure was completed with no delay or injury to the patient.